Manufacturer narrative:
A ge representative evaluated the system and replaced the monitors. The system operates as intended.

Event description:
The customer reported, the two user interface touch screens are not working. No pt injury was reported.